Manufacturer narrative:
(B)(4).

Event description:
Patient swallowed a pillcam capsule and it was stuck in the throat. The physician performed an upper endoscopy but was not able to retrieve the capsule. The capsule was pushed down into the patient's stomach. No harm was caused to the patient. Patient had a stricture in the esophagus and the physician believes this is the cause.

Manufacturer narrative:
(B)(4)